Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a peripheral stenting treatment procedure, catheter removal difficulties within a sheath occurred. A 6x19x120 epic vascular stent was deployed successfully in a lower extremity artery. During removal of the stent delivery system (sds), the catheter was unable to be removed from a non-bsc 6f introducer sheath. The sds and introducer sheath were removed together. The procedure was completed with this device. No patient complications were reported and the patient status is listed as fine. However, returned device analysis revealed that the distal components of the inner shaft were detached. Additional information received confirms that these components did not detach inside the patient.

Manufacturer narrative:
Device evaluated by manufacturer: the epic stent delivery system (sds) was received inside a non-bsc introducer sheath. The pullback grip was fully extended. The distal end of the inner shaft was buckled. There was a complete inner shaft separation 6.5cm from end of the outer shaft. The portion of the inner shaft distal to the separation (including the tip, floating bumper and fixed bumper) was not received for analysis. Magnified inspection confirmed that the fractured end of the inner shaft was jagged, consistent with ductile deformation due to tensile overload. The outer diameter (od) of the distal outer shaft was measured and found to meet specification. The shaft of the sheath was twisted. The epic sds was inserted into the sheath and successfully loaded (completely through the sheath) and withdrawn without encountering any unusual resistance. There was no evidence that the inner shaft separation or the reported difficulty was attributable to any material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).